Event description:
It was reported by explanting surgeon via e-mail to (B) (4) sales representative that he explanted a 12 year old valve yesterday from a (B) (6) woman because of significant insufficiency. The primary indication for operation was symptomatic coronary artery disease (cad). Does edwards want the valve for analysis? The device will be returned by sales representative. No additional information was provided.

Manufacturer narrative:
(B) (4) = coronary artery disease.no product return.this event was determined to be reportable per edwards lifesciences procedures. A device history record is not possible at this time due to no lot/serial number or device was provided.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections and there were no non conformances found related to the event. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
Evaluation summary: as received, some of the valve tissue was cut off. Approximately 8-9mm of tissue remains intact along the attachment of leaflet 1, 5-6mm at leaflet 2, and 3-4mm at leaflet 3. Heavy calcification is detected in the remaining tissue. Even though some of the tissue was cut off, the remaining tissue indicates that calcification most likely contributed to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest distance of approximately 3mm. Host tissue overgrowth is moderate to heavy at the stent inflow and moderate at the stent outflow. The x-ray demonstrates calcification.

Event description:
Per the clinic, the patient (name not specified) experienced a loss of osseointegration, resulting in fixture loss. The patient underwent revision surgery to reimplant a new fixture. (Date not reported) additional information has been requested but has not been made available as of the date of this report, august 5, 2010.